Event description:
A ventilator was returned for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues. The internal battery was further evaluated by the manufacturer's quality assurance laboratory. The root cause of the internal battery failing was found to be due to a .5vdc cell imbalance.